Event description:
Information was received from a consumer regarding a patient receiving fentanyl with an unknown concentration for a total dose of around 150mcg/day and bupivacaine with an unknown concentration for a total dose of 1.2 or something mg/day via an implantable pump for non-malignant pain and other chronic/intract pain (trunk/limbs). A pump event was reported. Patient stated pump was getting ready to be changed due to longevity and wanted to know if there was a better pump option that would not come loose over time. Patient stated when healthcare professional (hcp) put the original pump implant in, patient was so fused and there was a flow issue due to the narrowing of the spine and patient's myelin sheath that they had to drill a hole to get the catheter in. Patient wanted to know if fentanyl tends to flow very far or does it stay in the same area, or go to the brain barrier. Patient stated catheter was located in t8. Patient stated hcp also reviewed they had a way to connect more than one catheter and put in different places and inquired how does the hcp do that. Patient noted that over time the pump itself came loose and stated patient has lost a lot of weight. It was noted information was updated prior to being transferred to get questions answered. It was noted caller was to follow up with hcp, and was redirected to discuss how they will secure the pump re placement and how to deal with the weight loss should it occur again. Patient was redirected to hcp regarding questions about fentanyl and passing through the blood brain barrier, etc. It was reviewed that currently pump has one catheter with the pump and not multiple and redirected to hcp regarding that question. It was also reviewed that patient has excellent questions, but they are medical in nature and reason for follow up with hcp. It was stated patient will follow up with hcp. It was noted as a gradual change in therapy/symptoms. It was noted patient was previously taking fentanyl with an unknown dose and concentration and bupivacaine with an unknown dose and concentration. Current drug information was mentioned above.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The patient had not been evaluated for the loose pump or weight loss and those issues would be discussed at the time of the scheduled elective pump replacement.